Event description:
It was reported that an intravia empty container leaked from the port after filling. The device was being filled with a solution of ropivicaine. Reportedly, the administration port was loose and could be removed from the bag. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). During visual inspection the reported condition was confirmed. The root cause was identified to be human error during manufacturing of the device. A CAPA was opened to address this issue. Training was provided to the associates involved.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. If additional relevant information is obtained, a follow-up will be submitted.